Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met specifications. The product was used for the treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to incorrect operation. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The labeling review was not performed due to the labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the iodine swab sticks were missing in the kit on the last order.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the iodine swab sticks were missing in the kit on the last order.